Event description:
The customer reported that her olympus 4k autoclavable camera head was providing a poor-quality image during procedure preparation. According to the initial reporter, the subject device never made patient contact and there was no patient harm as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and the image was present without fault. The cable was tested and successfully passed the leak test. It was noted that the rear cover label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The event ¿the image is cloudy¿ was not reproduced upon inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.